Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Additional device info: the pump serial number is (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings:a test pump used to complete investigation. The battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No power reboots occurred. Removed cap with no issues. Battery cap threads intact. The battery cap height and width were within specifications.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the new battery cap that came with their replacement pump did not work. The patient reported that they replaced it with a cap they had on hand and is asking for the faulty cap to be returned and replaced. There is no reported adverse event with this complaint. This report is made based on the allegation of the battery cap issue.